Manufacturer narrative:
Additional procode: exd - exd irrigator, ostomy. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 24 cm chait percutaneous cecostomy catheter had a detachment and leak in the catheter on an unknown date. Additional patient details are unavailable. The patient did not require any additional procedures due to this occurrence other than the replacement of the device.

Event description:
There has been no new event information received since the last report.

Manufacturer narrative:
Investigation evaluation: the complaint device was not returned for an evaluation. Without the device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the instructions for use, manufacturing instructions, and quality control data. A review of the device history record and complaint history records for the complaint device lot could not be performed as the lot number of the complaint device was not provided. There are adequate instructions for correctly placing the proper size catheter in the patient. The chait catheters are shipped with instructions for use (IFU), which states the following: precautions: the catheter should be changed every 6 months to reduce the risk of catheter fracture. Product recommendations: the tdcs-100 is recommended for tract lengths up to 6m. The tdcs-100-m is recommended for tract lengths from 3-9 cm. The tdcs-100-l is recommended for tract lengths from 6-14 cm. Pre-placement recommendations: use of suture anchors is recommended to assist introduction of the temporary drainage catheter. Instructions for use: 2. Carefully pull catheter out over pre-positioned wire guide. Determine cecostomy tract length and place appropriately sized catheter. Note: confirm that tract is appropriate length to accommodate chait trapdoor cecostomy catheter by advancing wire guide, under fluoroscopy, until tip is within cecum and measure distance from hemostat to wire guide tip. 4. Perform contrast injection to confirm catheter position and patency within cecum. The device master record was reviewed for chait cecostomy catheters, and there are adequate controls in place to ensure the device was manufactured to specifications. The lot number of the device could not be provided, so the device history record could not be reviewed. Without the device or a photo of the failure mode the exact nature of the device failure cannot be determined. There is no evidence to suggest the device was not manufactured to specifications. No information about the sizing of the device was available. Without the device placement date, it is difficult to determine if the device ¿wore out¿ before the recommended replacement of every 6 months as provided in the IFU. It is possible this failure can be traced to maintenance of the device if the patient was frequently tugging on the device. It is also possible that the catheter that was placed was too small, leading to tension on the tubing while in place. Cook concludes the cause of this event cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.